Event description:
It was reported that the pt had an infection on buttocks following the use of a pain pump after hemorrhoidectomy surgery. Daughter removed the catheter and noted it was red and purulent along the catheter track. Pt went to ER for treatment. Follow-up indicated that the doctor thinks the infection was a matter of handling.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device is not available for eval and investigation. Without the actual sample, lot number, or details of the incident, a complete analysis cannot be conducted. Follow-up with the physician indicated that the infection was attributed to handling of the device. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional info that is pertinent to this event becomes available, I-flow will reopen the complaint.